Event description:
Caller alleged false negative hcg results for 3 pts. False negative pregnancy tests were confirmed as positive with a serum hcg test were confirmed as positive with a serum hcg test when the client insisted she had positive tests at home. Pt 1: quantitative serum = 86 (labcorp), time of collection: 2:15pm, urine was tested immediately after collection. Last menstrual period: (B)(6) 2011. Color/clarity of urine: yellow, clear. Color/clarity of serum: yellow, clear. Reference MDR #2027969-2012-00277 and 2027969-2012-00278.

Manufacturer narrative:
Investigation pending.